Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. A replacement usb cable and wall adapter were sent to the customer. There was no impact to the customer's blood glucose level. Follow up with the customer confirmed that the pump was able to be successfully charged using the replacement charging supplies.